Event description:
It was reported by service report that the right side strut is broken and will not support patient weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.